Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's support arm was broken. The ventilator was investigated on site by our field service engineer and a physical damage to the clap attachment of the support arm was confirmed. Damaged clamp attachment also confirmed in the attached photo. No information provided by customer on what caused the clamp attachment to break. Issue resolved by replacing the support arm and the ventilator was handed over to customer in working condition. The root cause can not be established by this investigation.

Event description:
It was reported that the ventilator's support arm was broken. There was no patient harm reported. Manufacturer's ref. #: (B)(4).